Manufacturer narrative:
The bwi product analysis lab received the device for evaluation 06-may-2024. The device evaluation was completed on 14-may-2024. The device was returned to biosense webster (bwi) for evaluation. Visual inspection and electrical test of the returned device were performed following bwi procedures. Visual analysis revealed that the device was returned without electrode, polyurethane (pu) residues confirm that the catheter was manufactured according to the specifications. No other issues were observed during the visual inspection. An electrical test was performed, and signal noise was observed. The resistance of the sensor pads on the printed circuit board (pcb) was measured and no problem was found; therefore, the failure could be related to a missing electrode. A manufacturing record evaluation was performed for the finished device number lot and no internal action related to the complaint was found during the review. The electrical issue reported by the customer was confirmed. The potential cause of the missing electrode could not be determined. The separation of the electrode could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a qdot micro for which biosense webster¿s product analysis lab (pal) identified that the device was returned without an electrode. Initially it was reported that there was a lot of noise in the distal electrodes displayed on the carto® 3 and recording system. The cable was replaced without resolution. The catheter was replaced and the issue was resolved. The procedure was continued. There was no patient consequence reported. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 14-may-2024, the device was returned without an electrode. The event was originally considered non-reportable, however, bwi became aware of the device returned without an electrode on 14-may-2024 and have assessed this returned condition as reportable.